Manufacturer narrative:
This report is submitted on september 13, 2018. Registration number (B)(4).

Event description:
Per the clinic, the patient experienced persistent infections and subsequently the abutment was replaced for a longer one on (B)(6) 2018. Additional information has been requested but has not been made available as of the date of this report.